Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system upgrade, the implantable pulse generator (ipg) and pacing leads were abandoned due to subclavian occlusion. The ipg system was inactivated and replaced. No further patient complications have been reported as a result of this event.